Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had motor error alarm at the time of rewind no harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
Device received with e52 alarm loop during power up, problem isolated to mother board. Unable to perform operating currents, self-test, a21 error, displacement, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery tests or verify motor error alarm due to e52 alarm. The motor was tested outside of the device and passed. Device received with cracked reservoir tube lip and stained address or serial number label.